Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: no image output. Based on the results of the investigation, it is likely, that the following led to the malfunction: the broken pins prevented normal connection to the processor. And thus normal communication was not possible, resulting in the no image output. A probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had a poor quality image, during an unspecified procedure. There were no reports of patient harm.